Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the atrial lead was found to be dislodged due to the patient twiddling the device. The atrial lead was subsequently explanted and replaced. The patient remained stable throughout the procedure.

Manufacturer narrative:
Further information requested but was not received.

Event description:
Additional information received indicated that the atrial lead exhibited loss of capture at high output. Fluoroscopy and x-ray confirmed the atrial lead had dislodged.